Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a female patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the common femoral artery using a 6f 11 cm sheath. There was no disease at the arteriotomy noted. There were no multiple sticks. Following the procedure, the physician who is in-training, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The patient returned to the physician's office at an unknown date at which time a pseudoaneurysm was noted. The patient received a thrombin injection. The patient was not hospitalized.